Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2013, this pt underwent endovascular treatment for an abdominal aortic aneurysm measuring 55 mm in diameter and a common iliac aneurysm. The two aneurysms were treated with gore excluder aaa endoprostheses and a chimney procedure was performed on the left internal iliac artery with a gore viabahn endoprosthesis. The physician deployed the trunk ipsilateral leg component at a lower level, distal to the renal arteries. The procedure was concluded with a proximal type I endoleak evident thought to have been caused by a lack of seal due to the lower level deployment. The physician chose to monitor the pt and the procedure was concluded. On (B)(6) 2013, the pt underwent re-intervention for the proximal type I endoleak and a gore excluder aortic extender was placed proximally to extend the seal of the trunk. The pt tolerated the procedure and the endoleak was resolved. No aneurysm enlargement was reported.